Manufacturer narrative:
Evaluation results - a visual inspection of the returned lens shows a portion of the optic and a haptic is torn off and missing. There is clear surgical residue on the lens. Conclusion - no conclusion can be drawn. Based on the complaint history, and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and a trailing haptic tore off. The lens was removed without enlarging the incision and another model lens was inserted. No pt injury.